Event description:
Reporting status: serious injury- permanent impairment. Reporting rationale: dislodged stent remains in pt anatomy compressed to the vessel wall. Device issue: stent dislodgement. It was reported that the case involved a 94 year old, female pt, with a target lesion in the lad. The vessel was heavily calcified and the mini vision would not cross through the vessel and upon removal, the stent dislodged and ended up in the mid circumflex. A balloon catheter (size and type unk) was used to compress the stent against the vessel wall. Reportedly, the pt is doing well with no effects from the procedure. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation-quality engineering reviewed the incident information. The inability to cross a lesion can be affected by numerous factors including, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Historical data suggests improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal may contribute. The heavily calcified lesion likely contributed to the failure to cross and the stent dislodgement.